Manufacturer narrative:
(B)(4). Investigation summary: five samples were received and evaluated. They came in (B)(6) plastic bags. They were visually inspected. They have embedded degraded resin. The degraded resin size shown in the samples is acceptable. Six photos were provided. They show the degraded resin embedded in the syringe barrel label and the packaging blister top web. A potential root cause is attributed to the syringe molding process. The embedded degraded resin in the barrel wall can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Based on the samples received and photos provided, the reported symptom is confirmed. However, they are acceptable. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Investigation conclusion: this is the 3rd complaint for lot # 9303319 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of this batch. Based on the samples received/photos provided the symptom reported by the customer can be confirmed. However, they are acceptable this lot was produced for 0.253 mm units with 3 complaints it has a cpm of 11.8. We will continue monitoring and trending this product and lot# for this symptom. Root cause description: the embedded degraded resin in the barrel wall can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Rationale: based on the samples received/photos provided the symptom reported by the customer is confirmed. However, they are acceptable this lot was produced for 0.253 mm units with 3 complaints it has a cpm of 11.8. We will continue monitoring and trending this product and lot# for this symptom.

Event description:
It was reported that 2 bd 20 ml syringe luer-lok¿ tips experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black speck. Two syringes rejected for use by compounding technicians due to black contaminants found in syringe barrel plastic. One near 10 ml mark, second near 60 ml mark with yellow marks on syringe plastic packing.